Event description:
The customer reported that an 840 ventilator had an erratic gui display. There was no patient involvement when failure occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the backlight inverter board. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).